Manufacturer narrative:
Follow-up # 1 ¿ (02/22/2015). The patient¿s meter has been returned on 2/6/2015 and evaluated by lifescan product analysis on 2/10/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately erratic compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2015 at 3.54pm, they obtained an inaccurate erratic results of ¿33, 47, 84 and 33 mg/dl¿ with the subject meter out with 20 minutes of each other. The patient manages his/her diabetes with insulin (self-adjuster). The patient confirmed that he/she did not make any changes to his/her usual diabetes management regimen in response to the alleged product issue. The patient claims she/he developed symptoms of ¿dizziness, lightheaded, shaking, sweating¿ before the product issue began by 10 minutes. The patent alleged self-treatment with more food and/or drink on (B)(6) 2015 at 3.54pm. No other device was used. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly developed symptoms suggestive of a serious injury. In addition, there is no evidence that the lfs device malfunctioned.

Manufacturer narrative:
Follow-up # 2 ¿ (03/06/2015). The patient¿s test strips have been returned on 2/25/2015 and evaluated by lifescan product analysis on 2/25/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.